Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? Stenos diverticulitis. Did you have problems with the first surgical procedure with the device? No. Which doctor fired the device and what is his experience with the device? Ltd.oa with 25 years of professional experience. Where was the indicator before closing in the green gap setting scale (low-b, medium-b or high-b)? High b. Did the doctor wait 15 seconds after closing the device and tighten again before closing it? Yes. Did the doctor receive audible and tactile feedback when the device was fired? Yes were the donuts inspected? If yes, please describe. Circular intact and strong was a full cut of the blade visually confirmed? Yes. Were interventions required on two different days? Yes, intervention by colonoscopy on the 1st postop day. Has the patient had bleeding or a leak? Bleeding, subject to transfusion. How was the bleeding treated during the endoscopic intervention? Hemoclips. What was observed at the site of the leak during the revision operation? No leak. Does the surgeon feel that the postoperative complications are due to an alleged defect in the product, or were there other factors affecting the patient's tissue condition? Equipment shortage. Is the ileostomy temporary or permanent? No ileostomy.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the cutting washer visually confirmed? Was a leak test performed? If so, what was the result? Were interventions on two different days required? Did the patient present with bleeding or a leak? How was the bleeding addressed during the endoscopic intervention? Were any staple formation issues identified during the endoscopic intervention? What was observed at the site of the leak during the revision surgery? Was any tissue ischemia observed? Were any staple formation issues identified during the revision surgery? How was the leak addressed? Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? Is the ileostomy temporary or permanent? What is the current status of the patient? Is the device available for return?

Event description:
It was reported that following a lap sigma procedure, there was leakage in the anastomosis on 1st day after surgery. Endoscopic intervention in order to stop bleeding. On (B)(6) 2019, revision surgery was performed (anastomosis still leaking, peritonitis). Ileostomy was placed.